Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought the remaining estimated device longevity was shorter than anticipated. The patient was noted to have normal outputs. The patient was noted to have had three inappropriate shocks that the device detected as ventricular fibrillation that the physician indicated to be atrial fibrillation. Reprogramming was performed to increase the sensitivity on the competitor atrial lead. The device remains in use. No further patient complications have been reported as a result of this event.